Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. A visual inspection of the instrument was performed internally and externally, no issues was identified. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument passed the energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation. Refer to medwatch report (MDR) with MFR. Report #2955842-2026-20359 for MDR submission of the event against the prograsp forceps instrument. Refer to MDR with MFR. Report #2955842-2026-20360 for MDR submission of the event against the monopolar curved scissors instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that a metal particle was found inside the patient and was safely removed. The customer requested to check whether it might be part of an instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was unable to visually identify the origin of the metal fragment, which resembled a wire tip, and could not confirm if it was from a da vinci instrument. Three different instruments (monopolar curved scissors, prograsp forceps, fenestrated bipolar forceps) were used and will be returned for evaluation, but the specific instrument involved was not determined. Pre-use inspections revealed no abnormalities or damage, and the surgeon reported no functional issues during the procedure. Although there was contact between instrument tips, details such as the exact surgical task during fragment fall, cause of breakage, duration of instrument use, retrieval method, and confirmation of all fragments being removed remain unknown. No additional surgical procedure was needed to retrieve the fragment, and the operation was completed robotically.